Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, one syringe leak from the seal rings. No patient harm.

Manufacturer narrative:
(B)(4) follow up. A single syringe leak originating from the seal rings was reported. Because the physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, two photographs were provided to the quality team for review. One photograph depicts a syringe with a pink colored droplet visible at the bottom of the syringe, with no fluid observed on the rubber stopper ribs. The second photograph shows a syringe with a red colored droplet located between the rubber stopper ribs and appearing to extend above them. No additional information could be determined from the photographs. A device history record review was conducted for material number 301035, including potential lots 4311924 and 3353183. The review did not identify any quality issues during manufacturing that would have contributed to the reported condition, and no related quality notifications were identified. All production processes and final inspections were performed in accordance with applicable specifications. To date, no other similar events have been reported for these lots. Based on the investigation and the photographic review, the customer reported symptom is considered confirmed. However, without evaluation of the physical sample, a probable root cause could not be determined.